Event description:
(B)(4). I purchased clear care contact solution thinking it was regular saline type of solution. I didn't notice the warnings and soaked my contacts in a regular flat case overnight. When I put a contact in the next morning, I had severe burning and redness in the eye. Medication not administered to or used by the patient. When I burned my eye with the contact that was soaked in clear care. I then saw the warnings after it was too late. There needs to be clearer messaging and warning. Yes, there is a red label, but it's not enough. Two of my friends have done this as well. Relevant materials not provided. (B)(4).